Event description:
Hcp reported breakage of spinal catheter to MFR's sales personnel. Catheter had been implanted for 3 months with excellent pt satisfaction. Pt then experienced excess pain. A leak was discovered near the original spinal incision site per a contrast study. Upon surgical opening of the pt the catheter was found to be completely dissected about 1.5 cm distal to the elbow anchor. The separated portion of the catheter was not found and is assumed to have migrated completely into the intrathecal space.